Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving high sensor scan results compared to readings obtained on the built-in reader and experienced dizzines, sweating, and seizure. Customer was able to self-treat (unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data could not be downloaded. De-cased the sensor and performed visual inspection of the printed circuit board assembly (pcba), observed the battery has been unsoldered and antenna had been damaged due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate. The returned battery has been measured and results were within specification. This damage will render the antenna unable to communicate. Therefore, this issue is unable to be tested. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving high sensor scan results compared to readings obtained on the built-in reader and experienced dizziness, sweating, and seizure. Customer was able to self-treat (unspecified). There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving high sensor scan results compared to readings obtained on the built-in reader and experienced dizzines, sweating, and seizure. Customer was able to self-treat (unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. De-cased the sensor and the returned battery was measured to be out of specification range. Attemptted to extract the data while on fixture was unsuccessful. Performed a visual inspection on the returned sensors pcba, revealed that the battery had been unsoldered and antenna had been damaged due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate.this damage will render the antenna unable to communicate. Therefore, this issue is unable to be tested. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction as the section h10: additional mfg narrative in the report 2954323-2023-14917 follow up # 2 was deemed to be invalid.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. Watermark was observed at the base of the tail indicating the sensor was properly inserted. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving high sensor scan results compared to readings obtained on the built-in reader and experienced dizziness, sweating, and seizure. Customer was able to self-treat (unspecified). There was no report of death or permanent impairment associated with this event.